Event description:
This lead was implanted on (B)(6) 2010 and remains implanted at this time. This is noted on (B)(6) 2014 due to loss of capture. As a result, patient had pre-syncopal episodes. Physician plans to monitor lead for now. The physician was dr. (B)(6) at (B)(6) in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).